Event description:
A balloon ruptrued on the first inflation below the rated burst pressure during a renal angioplasty procedure. Another balloon catheter was used to successfully complete the procedure without pt complications. The device hs been destroyed by the user facility. Therefore, no failure analysis was available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization oe use in a calcified lesion. However, without evaluating the device, co is unable to determine the exact cause for this event. Directions for use state: "if loss of procedure within the balloon occurs inflation or if balloon ruptures during dilatation, immediately discontiue the procedure. Do not reinflate and remove carefully."